Manufacturer narrative:
The device was returned to for repair. A visual inspection and functional test were performed. Bottom case was badly broken and missing a portion of plastic where the back plate was mounting. System advisory maintenance recommended alarm was found at power up. It appears that the pump has been dropped by customer. Replaced bottom case. Performed pm maintenance and all functional testing. The root cause of the issue is the customer's impact to the device. Beyond device repair, no further action will be taken on this issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device was dropped which caused internal rattling and alarming. No patient involvement or injury.

Event description:
Additional information received via email: no patient involvement.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A review of the event history log identified system advisory maintenance recommended.